Event description:
Reportedly a 6900p valve was explanted at implant due to mitral regurgitation. No further information is available at this time..

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Evaluation summary: research and development concluded with the following: "this valve was reportedly explanted at implant due to ¿mitral regurgitation¿, which could not be reproduced using standardized in vitro functional tests. Without echo review, the in-vivo observation of ¿mitral regurgitation¿ could not be verified. The total amount of leakage measured is 4 times lower than the 15 % considered acceptable in this size by iso 2005. Nevertheless, given the stiffening of the leaflets due to blood exposure and storage in formalin, it is possible that the behavior of the valve at edwards may not represent the behavior of the valve in vivo. "

Manufacturer narrative:
Evaluation summary: "discoloration and slight stiffness in the free margins, common characteristics of dehydrated tissue, are detected in the free margins of all three leaflets. A cut through the entire thickness of the silicone ring is detected at leaflet 2. A cut in the sewing ring along leaflet 1, exposed the silicone ring. The cuts are most likely due to mechanical injury. The valve will be sent to research and development for observation." X-ray. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.